Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) printer is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: b5, h6 (health effect ¿ impact codes, health effect ¿ clinical code). A getinge field service engineer (fse) found printer would not advance paper and was making a clicking sound. Replaced the printer module corrected the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received printer with a reported unit failure of the printer not advancing the paper and making a clicking sound. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed printer into the cardiosave test fixture and tested the printer to factory specifications per the cardiosave service manual . The fat dept. Verified the failure of the paper not advancing and the printer making a clicking sound. The printer failed testing. Retaining the in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.